Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and advised the customer of false failures that could be addressed by updating software to version 2.30. Also advised customer that the unit could have a faulty speaker or cpu. The fse then advised the customer to replace the speaker and provided option codes for the cpu replacement. The customer replaced the speakers and it resolved the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator experienced a primary alarm failure when powered on. There was no patient involvement.